Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was being done when the suture broke (removal from package / during passage through tissue / during tying / post-op)?

Event description:
It was reported that a patient underwent a laparotomy on (B)(6) 2018 and suture was used. It was reported the suture broke. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
A photo was returned for evaluation. Suture breakage & suture discoloration is evident from photo. All the individual tensile strength values for retain sample were found meeting usp average specification requirement. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits. The ex-tractable color test of retain sample was found complying to usp specification.

Manufacturer narrative:
Pc-(B)(4). Additional information was requested and the following was obtained: in this case doctor performed surgery called laparotomy. During that doctor try to given knot & suture broke.